Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform intact and minimal calcification near the leaflet tears. Host tissue on the stent circumference was minimal at the outflow aspect. Moderate host tissue formed a ring and encroached on the surface of the leaflets at the greatest distance of approximately 5 mm at the inflow aspect. Leaflet 1 had a 9 mm tear near commissure 1 and 7 mm tear near commissure 2. Leaflet 2 had a 9 mm tear near commissure 2. Leaflet 3 had a 4 mm tear near commissure 1. Calcification was evident near the tears. Leaflets were observed to be thickened and swollen near the tears and along the free margin of all three leaflets. The wireform was exposed on commissures 1 and 2 on the outflow aspect. Sewing ring and cloth had multiple cuts around the valve. Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Customer complaint of stenosis, calcification, and leaflet tears were confirmed. Customer report of regurgitation was visually confirmed due to leaflet tears. Calcification and host tissue restricted leaflet mobility and led to stenosis. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification host tissue/pannus is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that this 23mm aortic pericardial valve, implanted twelve (12) years and one (1) month, was explanted due to aortic stenosis and regurgitation secondary to calcification and leaflet tears. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. This device was explanted and replaced with a 25mm edwards magna ease valve with no adverse patient effects reported as a result of the valve replacement. The condition of the valve at explant was reported as ¿leaflet mobility was restricted due to calcification on all three leaflets, and it led to aortic stenosis. Also, some 5mm size tears were observed near commissure area on the side which corresponds to right coronary cusp and non-coronary cusp, and right coronary cusp and left coronary cusp, and they were considered as the cause of aortic regurgitation. The cuff on the side which corresponds to non-coronary cusp was pierced deep into the patient¿s tissue, and aortic dissection occurred, so ascending aorta replacement was also performed¿. The patient status was reported as ¿recovering¿ at ICU. The device was returned for evaluation. Multiple cardiac surgical procedure: ascending aorta replacement at explant.